Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Event occurred on 09-jun-2024, 10-jun-24 and 11-jun-24, it was reported that patient faced three event of infusion set patch lifted up and through out the day it lifted more. The infusion set had been in use for just over 24 hours on (B)(6) 2024 , less than a day on (B)(6) 2024 , about 2 hours on (B)(6) 2024 of insertion. Patient's blood glucose was noticed at time issue 200 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.